Manufacturer narrative:
One helicut blade was returned for evaluation. The returned blade assembly was evaluated for shedding. Visual inspection identified significant axial fractures through the adapter body, to the outer sheath, additionally the inner and outer blades were visually evaluated for damage and the blades were found to have visible signs of material debridement. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. All indications point to excessive lateral load during device rotation resulting in the reported shedding. After the evaluation, the root cause for the reported incident was determined to be user error. No further investigation is necessary at this time. (B)(4).

Event description:
During an unknown procedure, it was reported that they noticed metal shavings; they were removed via irrigation and a backup was used to continue case. No patient injuries or delays were reported.